Manufacturer narrative:
Concomitant medical products: product ID: 3986, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).

Event description:
It was reported that the patient stopped feeling stimulation and the patient programmer (pp) would not detect the implantable neurostimulator (ins). It was noted that the pp had a new battery in it. The ins was depleted. Follow-up was performed to determine if the patient had received further assistance and if they had any further concerns. This event will be updated if additional information is received. Additional information stated the consumer reported that an appointment was made by a rep to determine battery level and then an appointment was made for surgery for battery replacement. The battery was expired.